Event description:
Information was received that reported a patient was hospitalized a year ago in 2007, due to an incident of diabetic ketoacidosis. The patient reports that she awoke the same day, and her blood glucose was good. She changed infusion site, set, and insulin cartridge, almost immediately her blood glucose began to rise. She went to the hospital when her meter read "high" and she became faint and nauseous. Upon admit, her blood glucose was 600 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.